Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter that was separated with the distal portion of the device in an unidentified .071 guide catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The shaft, hypotube, and bonds were microscopically and visually examined. The hypotube was completely separated 54cm from the hub, the separated distal portion of the shaft and balloon was still in the guide catheter. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The distal portion of the device was able to be removed from the guide catheter during analysis. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 8mm x 3.25mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon inserting the device, it was noted that shaft of the catheter broke off. A snaring device was used to retrieve the broken part and the device was completely removed from the patient's body. The procedure was completed with different device. No patient complications were reported and the patient status was well.